Event description:
On (B)(6) 2012, it was reported that the vns patient has been experiencing an increase in seizures. No further information was provided. The patient has been referred for battery replacement. Although surgery is likely it has not occurred to date. Good faith attempts for additional information from the physician have been made but no further information has been received.

Event description:
On (B)(4) 2012, additional information was received when the physician reported the patient's product information and that the generator had been replaced due to battery failure, no telemetry was possible. The patient's parents noticed that the magnet function was not working. It was unknown when the increase in seizures was first observed. They were unable to do diagnostics due to no telemetry. The patient's last known settings were output=2.75ma/on time=7sec/off time=30sec. Prior to vns implantation, the patient was reported to have between 30-50 attacks per day, involving sudden dropping to the ground, trembling of limbs and dribbling from the mouth. Since the implantation of vns, the attacks dropped to 5-6 per day; however, since the vns failure, the attack frequency has increased to between 12-15 per day. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the event. A battery life calculation was performed which showed 0 years remaining until eri=yes. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Adverse event, outcomes attributed to adverse event, type of reportable event; corrected data: inadvertently listed event as a malfunction on the initial report instead of an adverse event/serious injury.